Manufacturer narrative:
(B)(4).

Event description:
It was reported that the transmitter was overheating. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Hold for aw 1/20/21the product was evaluated. An external visual inspection was performed and passed. A transmitter voltage test was performed and passed. The transmitter log was downloaded, but not reviewed as data is no applicable to the alleged issue. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.